Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up and down arrow keys were unresponsive unless pressed with the corner of the customer's nail. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus, esc, up arrow and down arrow button dome switch. No unlocked lcd keypad connector. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.